Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. An xtw clip was implanted in the central mr jet with good result. Leaflet assessment was done in all echo planes and was confirmed to be good. After removing the lock line, the mr increased back to 2-3. Further inspection revealed the clip had detached from the posterior leaflet (single leaflet device attachment (slda)). Two additional mitraclips were then implanted to stabilize the slda clip and the mr was reduced to <1. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single leaflet device attachment was unable to be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.